Manufacturer narrative:
An insulation abrasion was found at 7.5 to 8.0 cm from the connector pin which exposed the outer coil. Abrasions are consistent with constant friction with another implantable device. This most likely contributed to the reported complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic, the right ventricular lead exhibited noise. The lead was explanted and explanted successfully. The patient was stable following procedure and would be followed normally.

Event description:
New information available on 10/26/2017 states that, the patient presented remotely via merlin.net transmissions on (B)(6) 2015 with alerts for high ventricular rate and atrial and ventricular noise reversion. Patient presented in clinic on (B)(6) 2015 where noise was reproducible on the right ventricular lead. On the (B)(6) 2015 in-clinic visit, noise oversensing was noted on the lead.